Event description:
It was reported to the manufacturer that while the pt was sleeping their full face mask shifted on their face. When the pt awoke and opened their eyes the edge of their mask frame caused damage to their right eye.

Manufacturer narrative:
The pt is currently being treated by an eye doctor. The mask was received at resmed corp in (B)(4) and was sent to the (B)(6) located in (B)(6) for a full engineering investigation.